Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clear liquid leak underneath the coulter lh 750 hematology analyzer during troubleshooting. The volume of the leak is approximately 5 ml and the leak was not contained within the analyzer. The customer could not locate the source of the leak and requested service. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves, with no face protection during the time of discovering the leak. There was no exposure to mucous membranes or open wounds and medical attention was not sought. There was no affect to patient results since the customer was troubleshooting when the leak was discovered and had not reported patient results outside the laboratory.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and discovered that the leak was coming from the differential (diff) shear valve. The leak occurred during the self-cleaning portion of the startup and shutdown cycles. The fse also found one of the four screws holding the plates together was loose. The diff shear valve was removed, the inside surfaces of the ceramic plates were cleaned and the shear valve reinstalled. The reticulocyte (retic) shear valve was also cleaned but was not part of the leak. The fse performed 2 startups, shutdown and verification with no further leaking. The cause of the leak was the diff shear valve. The leak can most likely be attributed to one of the four screws securing the ceramic plates together that were loose. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).